Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to elective replacement indicator (eri) 11 months later. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the referenced device experienced normal battery depletion; the device's battery met specification, the power consumption was stable, and the current drain of the hybrid circuit was normal. It was determined that the device experienced difficulty calculating the estimated remaining longevity due to a higher-than-expected remaining battery voltage. This resulted in the observed fluctuations in remaining longevity. However, it is expected that the longevity remaining estimates would have stabilized prior to the device eventually reaching the explant replacement indicator.

Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to elective replacement indicator (eri) 11 months later. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.